Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient experienced blurry vision. The lens was subsequently removed and replaced with a company monofocal lens of a different model but unknown diopter value in a secondary procedure. The clinical reason for explantation were a myopic outcome, over treated astigmatism and flipped axis. According to the additional information received, the iol exchange was done with a company monofocal lens of a different model and one and half diopter less power.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Both halves are adhered to each other by solution. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection could not be conducted due to extensive damage. The company, 19.5 diopter (add power +2.17/+3.25) lens was replaced with a company,18.0 diopter lens. Due to the exchange of a multifocal toric lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).